Event description:
Resident was being transferred with sling lift and slid out of sling. Improper application of the sling. Operator did not crisscross between resident's legs. Proper sling was used and the plan of care was being followed.